Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that after the right atrial (ra) leadless pacemaker was fixated, the patient experienced mild pain. After release, an echocardiogram was performed and revealed a small pericardial effusion. The patient complained that the chest pain was worsening. The effusion had increased and pericardiocentesis was performed to resolve the event. The physician suspected a perforation occurred sometime during the implant procedure. The patient was in stable condition.